Event description:
During an in-clinic follow-up, failure to interrogate was observed on the device. An electrogram (egm) was performed, and it was found that the device was pacing the patient appropriately. No intervention has been performed. The patient was stable with no consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.